Event description:
Information received by medtronic stated that the insulin pump had a pump error alarm. Customer stated that they were able to clear the alarm and was able to rewind the insulin pump. No harm was required during medical intervention. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump received pump error 43. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump successfully downloaded traces and history file using thump. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 43 alarm noted during testing. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. However, pump error 43 confirmed in the pump history files on (B)(6) 2021 at 11:36am. Moisture damage noted in motor home switch during visual inspection. In summary, customer allegation pump receiving pump error 43 was confirmed in the pump history files on 07/15/2021 due to moisture damage on the motor home switch. (B)(4).